Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms. Pocket manipulation and patient postural changes were performed which reproduced intermittent out of range impedance measurements. There were no episodes of noise noted. The physician was concerned the rv lead was fractured. A surgical revision was performed and the system was explanted and replaced. No additional adverse patient effects were reported.